Manufacturer narrative:
Addition information: initial reporter has been reassigned ( name: (B)(6) , event site email:(B)(6)) a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) had a missing tank washer storage pin on the cart. This was an out of box failure. There was no patient involvement.